Event description:
It was reported that revision surgery was performed due to aseptic loosening of cup. The devices were implanted 8 to 9 years ago.

Manufacturer narrative:
Radiographs showing the position of the devices whilst in vivo were returned for analysis.